Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with two 300cc mentor memorygel breast implant prostheses and experienced bilateral local reaction, grade IV capsular contracture, and rupture postoperatively. The patient had a consultation with a healthcare professional regarding inflammation and itchiness that she was experiencing on her breasts. The patient started that her symptoms started approximately the middle of 2018. Mammogram performed on (B)(6) 2019 indicated bilateral rupture, and mammogram performed on (B)(6) 2021 indicated bilateral capsular contracture. The diagnosis of bilateral capsular contracture and rupture was confirmed by a healthcare professional on (B)(6) 2021. In addition, the patient experienced bilateral malposition due to the bilateral capsular contracture. As a result, the patient underwent bilateral removal and replacement with two 320cc sientra smooth round moderate profile gel breast implants (reference number:10512320mp, left serial #:(B)(4), right serial #:(B)(4)) on (B)(6) 2021. This report is for the left-sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture, local reaction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the analysis was completed based off of a photo that was provided. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured and scar tissue was observed around it. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Inflammation is part of the complex biological response of body tissues to harmful stimuli, such as pathogens, damaged cells, or irritants, and is a protective response involving immune cells, blood vessels, and molecular mediators. The function of inflammation is to eliminate the initial cause of cell injury, clear out necrotic cells and tissues damaged from the original insult and the inflammatory process, and initiate tissue repair. The classical signs of inflammation are heat, pain, redness, swelling, and loss of function. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest inflammation postoperative.  While inflammation normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Inflammation is a known complication associated with this type of procedure and is referenced in the current IFU. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules, or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens, or immune system disorders. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).